Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that the contact believes the pump battery is depleting quickly. Contact reported the customer's blood glucose level was 220 (mg/dl). Review of pump data by tandem technical support showed the battery was last charged to 100% on 5 days prior to the report. The pump battery was 20% on the day of the report. The pump battery appears to be depleting as expected. The contact stated they still believe there is an issue with the battery. In addition, the customer experienced a low blood glucose (bg) level the morning of the report of 58 (mg/dl). Contact stated they believed the cause of the low bg level was the customer was using another form of long acting insulin (toujeo) while using the pump at the same time. The customer drank milk to address bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.